Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.